Event description:
It was reported that during the activation of the reactivat8 system, it was found that all electrodes of the right lead were out of range/ high impedance. The device was programmed to unilateral stimulation only. A review of the x-ray images showed that there was no strain relief loop. There was no indication that the leads were damaged. Revision surgery was scheduled to replace the right lead. The right lead was removed intact, and a new lead was implanted. There was no report of patient harm or injury.

Manufacturer narrative:
Mml ref. # (B)(4). The lead assembly was returned for analysis. The lead assembly passed functional testing. The reported issue was not confirmed. All circuits of the lead were intact.

Event description:
It was reported that during the activation of the reactivat8 system, it was found that all electrodes of the right lead were out of range/ high impedance. The device was programmed to unilateral stimulation only. A review of the x-ray images showed that there was no strain relief loop. There was no indication that the leads were damaged. Revision surgery was scheduled to replace the right lead. The right lead was removed intact, and a new lead was implanted. There was no report of patient harm or injury.

Manufacturer narrative:
Mml ref. # (B)(4).